Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d)'s atrial threshold test was suspended. Technical services (ts) reviewed the reports and noted that it was due to the rate being too high and low amplitudes. It was noted that there was farfield oversensing of ventricular signals on the atrial channel. It was also noted that the pacing impedances and shock impedance lowered but remained within range. Ts recommended troubleshooting. The device remains in use. No adverse patient effects were reported.